Event description:
It was later reported that the patient experienced signs/symptoms of withdrawal. The pump was removed for suspected meningitis on (B)(6) 2013.

Event description:
It was reported, the pump was explanted on the day of this report. The patient had not done well since the pump exchange. The patient was more spastic and just ¿not right.¿ a dye study was done on (B)(6) 2013. Cytology results showed meningitis, however, the health care provider (hcp) did not feel the patient had meningitis as when the catheter was drained, the cerebrospinal fluid was clear. Per the request of the family, the pump and catheter were explanted. The pump was used to deliver baclofen.

Manufacturer narrative:
Product ID 8709 lot# j0058154r, implanted: 2001 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2013 (B)(6); product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).